Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed impedance measurements greater than 2000 ohms. The threshold measurements were normal, however noise was noted during a hip replacement procedure. Technical services was contacted and recommended additional tesing. No adverse patient effects were reported.

Event description:
Our company received additional information that this right ventricular lead displayed high impedance and threshold measurements. No adverse patient effects were reported.